Event description:
Customer states that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose reading at the time of emergency room visit was between 1000-1075 mg/dl. It was reported that the customer was vomiting and lethargic for the last two days. Customer was wearing the insulin pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.